Manufacturer narrative:
Failure analysis revealed that no unexpected button error alarms noted. However, intermittent button response due to corroded keypad traces noted. Minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot. Moisture damage on the electronic and motor assemblies found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that she accidentally wore the insulin pump into a swimming pool. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.